Manufacturer narrative:
The device was returned for evaluation and the complaint of "pump over ran" could not be reproduced. Product passed functional testing with no erratic pressure or flow problems. Product passed functional testing during 48 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings normal and well within specs during all tests. No problem found. (B)(4)

Event description:
It was reported that during a shoulder procedure using an arthroscope, that the pump over ran and over distended the joint and into the chest. The fluid subsided during recovery period and patient was released the same day. . Two week follow-up showed patient recovering well and as normal. A backup device was available to complete the procedure. (B)(4)